Event description:
A nurse reported that during the glaucoma filtration surgery the shunt would not release from the inserter. The surgeon tried to pull the shunt out of the eye, which caused wound enlargement. The surgeon then changed procedures and performed a trabeculectomy. In a follow up, the surgeon reported the event resolved with treatment.

Manufacturer narrative:
The product has not been received for evaluation. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 12/08/2011 by phone, fax, and mail. A completed questionnaire was received on 12/15/2011. (B)(4).